Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Additionally ten (10) retention samples were evaluated by functional testing and no issues related to underfill were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during collection with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a low draw. Patient was recollected. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the patient was newly admitted to the hospital for blood collection, it was found that the purple blood collection tube had no draw and was replaced immediately.